Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
After the completion of the initial implant of a bifurcated stent and suprarenal aortic extension on (b)(6 2016 the patient had an additional fem-fem bypass procedure completed. The procedure was completed successfully and final angiogram run confirmed patient had good renal flow. The patient expired later the same day and the physician indicated the patient had mesenteric ischemia including renal failure.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm acute kidney failure and acute mesenteric ischemia. The final angiogram showed there were no endoleaks present and the renal arteries were not obstructed. There was also evidence to reasonably suggest the following observations; at implant patient had severe occlusive disease and the physician planned a fem-fem bypass with the addition of a non-endologix stent, patch angioplasty, revascularization and non-endologix stent placement in the right external and common iliac arteries, and three days post implant; acute hepatic failure, cardiac arrest, hyponatremia, surgical laparoscopy and laparotomy were observed. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, peripheral vascular disease, presence of thrombus, procedural ballooning in the proximal neck, and patient anatomy. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices were not returned for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time.